Manufacturer narrative:
Only the drainage bag was returned. The drainage bag was patent and met requirements for the leakage test. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient underwent external lumbar drainage. Following the puncture, cerebrospinal fluid (csf) was normal, but the csf could not flow smoothly into the drainage bag. The device was explanted and replaced. The patient was alive with no injury. No medical symptoms were reported. It was further indicated the cause of the flow issues was due to the patient reportedly controlling the csf post-operatively.